Event description:
It was reported that a large volume intermate had particulate matter inside the reservoir. This was noted during filling. There was no patient involvement. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). Manufacture date: january 14, 2013 ¿ january 15, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection white particles ranging in size from 0.2 ¿ 4.0 mm were noted in the fluid of the bladder. Fourier transform infrared spectroscopy found the particles to be acrylic material. The cause of the problem is unknown. A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.